Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited increased in power consumption which affected this device's longevity. Initial analysis indicated that the power consumption of this device had been increasing and is expected to continue to increase. The engineers recommended replacing the device and return it for detailed analysis. Additional information indicated that the pacemaker was explanted due to premature battery depletion (pbd) and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited increased in power consumption which affected this device's longevity. Initial analysis indicated that the power consumption of this device had been increasing and is expected to continue to increase. The engineers recommended replacing the device and return it for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.